Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The mother reported that the patient's blood glucose reached 306mg/dl while wearing the pod on her arm for between 4 and 24 hours. She stated that the cannula appeared a bit bent when the pod was removed. Treatment included giving a shot insulin via needle and replacing the pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.